Event description:
A cracked or shattered touchscreen was reported, rendering the pump's touchscreen illegible and preventing interaction with the device. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support resolved the situation by arranging for a replacement pump, confirming the customer's shipping address and instructing them to return the problematic pump using a pre-paid label and return box within 10 days. However, the customer declined to share information about their backup insulin therapy.